Event description:
It was reported that the c-arm of the system 9800 would not initialize intermittently. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. During the inspection cooling fan wires were found to be pinched by a cover removed and replaced on a previous service visit. The wires were given clearance and the cover re-installed. It is not suspected that the wires were in any way cause of the failure to initialize. The system was tested and found to be working as intended and placed back into service.